Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently turned off the carbohydrate settings on the pump. Customer turned the settings back on after realizing it was off. The customer noticed bg level was "low" and did not treat it prior to going to bed. Customer's blood glucose (bg) level was 42 mg/dl. Customer ate honey and drank orange juice to address low bg level.